Event description:
The report stated that the suction coagulator stayed activated when the doctor released the button. There was no pt injury. It was replaced with a new one, and the procedure completed.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.